Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the omega stent delivery system (sds) inside a carrier tube (hoop) which was inside the product pouch that taped shut with packaging tape; as received. The seal of the product pouch was opened on the top and left side where the tyvek and poly material meet. The area of separation from tyvek and poly shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. Uniform witness marks on the side seal give no visual or tactile indication of a possible seal defect. The product pouch was opened, as-received in the cis lab; however, there was no evidence of a defective seal and no indication that the pouch was opened prior to shipment from bsc. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an open internal packing was found. A 16x2.50 omega stent delivery system was selected for use to treat the lesion. However, upon opening the box, the staff found that the internal packing of the device was open. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an open internal packing was found. A 16x2.50 omega¿ stent delivery system was selected for use to treat the lesion. However, upon opening the box, the staff found that the internal packing of the device was open. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.